Event description:
It was reported that during a scheduled retrieval of a vena cava filter, the marker band on the vena cava filter removal system allegedly detached and moved to the proximal end of the sheath. The physician was able to continue the procedure and removed the filter successfully. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this manufacturing lot number. The sample was discarded by the user facility, therefore, no sample eval could be done. Based on the information received, the results of the investigation are inconclusive and the root cause of the event is unknown.